Event description:
Upon receipt of the device, the user reported that the chassis weldment had sharp shavings and debris in the corner and the front bezel was chipped. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.